Event description:
It was reported that the patient had surgical procedure to revise an artificial urinary sphincter (aus) due to fluid loss. The aus device was explanted and replaced with a new aus system. The patient was experiencing recurring incontinence. After the surgery, a patient outcome of fully recovered was reported.